Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No absence of occlusion alarm noted during testing. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandmother reported via phone call that the customer was hospitalized on (B)(6) 2020 due to high blood glucose, diabetes ketoacidosis and dehydration. The customer's blood glucose level at the time of incident was over 500 mg/dl. Customer was treated with the insulin drip and they discontinued use of the insulin pump. Customer reported that the insulin pump had keypad anomaly, buttons were harder to press, unexplained no delivery alerts and cannula was bent on the infusion set but there was no alarm on the insulin pump. The insulin pump was failing to give no delivery alarms. The insulin pump will be returned for analysis.